Event description:
It was reported that patient impedances were out of range following an MRI. It was indicated that health care provider was concerned whether the MRI caused impedance issues. The manufacturer call back later that the impedances were greater than 4000 ohms on some of the pairs following an MRI but did not know what type of MRI was done. There was no adverse events were reported around MRI's being done (e.g. No shocking, burning sensations, etc.) The manufacturer did not know exactly which electrodes were involved in open circuits, only that there were several pairs >4k. The patient was seen by the health care provider (hcp) on the day of this call when high impedances were noticed. The patient was not having any therapy issues to representative knowledge. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: 2008-(B)(6), product type: programmer, patient. Product ID: 3093-28, lot# v132940, implanted: 2008-(B)(6), product type: lead. (B)(4).